Event description:
The pt reported having a pump implanted about 5 months ago. The pt stated that from the beginning, the pump had never helped relieve her pain. The hcp increased the medication dosage and then did a catheter dye study (date not reported). The study showed that the catheter was leaking and had broken. The catheter was surgically repaired. The pump is programmed to deliver morphine at 1.20 mg/day and the amount is increased by 10% at each refill. In addition, the pt is taking one percocet per day. The pt reported having better pain control to date. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.